Event description:
I got an allergan lap band (B)(6) 2011. About a year into it I started having pain that I ignored. It got fills and unfills, but the pain never subsided. I ended up getting terrible gerd and esophageal ulcers. I got the band removed on (B)(6) 2017. The band had eroded my stomach and the port had detached causing an infection.